Manufacturer narrative:
A4 - patient weight could not be provided manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an infectious abscess in the chest wall of the patient that was externally visible when the patient went to the emergency room (ER). The patient was treated with an incision and drainage, a jackson-pratt drain, and intravenous antibiotics during admission. The patient was discharged on (B)(6) 2022 and was managed as an outpatient on intravenous antibiotics.